Event description:
It was reported that the pt underwent a sling procedure at the end of 2003. Approximately four weeks post operatively, the tape was released surgically. The pt then started to complain of pain on the right side of their vagina. The physician injected the pt with local anesthesia and steroid. The pain resolved for two days but then recurred. In 2003, physician took the pt back to the operating room and removed approximately 1 cm of tape in the area of the pain. The physician also noted at that time that the pt's urine was infected with coli, each time he examined them he performed a cystoscopy and there was no sign of injury to the urethra or bladder and no sign of tape in the urethra or bladder.